Manufacturer narrative:
The product was not available for return, as it remains implanted. Root cause attributed to patient trauma. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. Completion of the investigation relayed to sales rep via e-mail. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Zimmer biomet complaint: (B)(4).

Event description:
It was reported that patient underwent total right knee arthroplasty on an unknown date. Subsequently, patient is being considered for revision due to tibial subsidence; however no revision has been reported to date. The patient was in a car accident which caused the tibial tray to subside.